Event description:
A baxter sales rperesentative reported a situation where a critical care patient received an overinfusion of nipride. The facility stated that the pt involved just returned from surgery and was being monitored in the pacu. Nipride (conc. Of 50mg in 250ml) had just been started using a triple channel pump. The nurse reported that she turned away from the patient for a moment to assist another nurse. At that time, the patient cardiac arrested. The nurse found the 250ml bag of nipride empty. The patient was resuscitated and recovered from the incident. Information was not available regarding patient age, rate volume to be infused, or set up of the pump.